Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass, minor scratches on display wondow, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that insulin pump was dropped and the screen was cracked. Customer's current blood glucose reading is 167 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.